Event description:
Additional information was received from patient via manufacturer representative. The caller reported impedance measurements were taken and they looked fine. There was no emi environmental exposure or recent medical test. On (B)(6) the patient was walking out to his trailer and initially thought his stimulation was off but he went up a step and felt a strong stimulation sensation down his legs. He had to stop and collect himself and go back and turn the ins off with the recharger and this resolved the issue for the time. The patient had stimulation off since that time. The patient looked at the diary and stimulation had been off for almost the past month, but on (B)(6) it did show stimulation was on for an hour from 11 - 12 pm, and the patient noted it happened around 11:30. The group was e at that time and that is not a group the patient normally uses. The caller also noted this is not a group that has adaptivestim enabled. It was noted it could be positional to some degree but the patient should note if it occurs again. Additional information received from the patient that to resolve the report of sudden, painful stimulation the device was taken off automatic and put on manual.

Event description:
A patient reported they could not turn the implant off with the patient programmer. The patient reported he could not stand the stimulation because it suddenly got painful about one hour ago. The patient did not have any trauma or falls. The patient was assisted with turning therapy off with the patient programmer. The patient was redirected to their healthcare provider. The indication for implant was lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.